Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was returned to the manufacturer. Visual inspection at 10x microscope magnification was performed and the lens was observed cut in four portions. Both lens haptics were observed broken. One of the haptic piece was not returned. The condition observed in the lens and the way in which the cut is formed is consistent with a lens that has been cut due to ¿iol removal¿ process. The reported issues as ¿blurry and myopic¿ could not be confirmed in the returned sample. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There were no associated nonconformity reports. Results of the optical measurement performed at final inspection were reviewed. The in-line optical inspection data shows the lens is within power specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the manufacturing records review, analysis of the return, historical complaint review and non-conformance/CAPA review, there is no indication of a product malfunction or product quality deficiency. No nonconformance report, escalation, documentation or labeling change is required. Abbott medical optics will continue to monitor this type of complaints. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
UDI #: (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a pcb00 intraocular lens (iol) 26.5 diopter was explanted in a secondary procedure as the patient complained about not being able to see near or far. The lens was replaced with a 24.0 diopter size zkb00 lens. No incision enlargement or vitrectomy required. There was no patient injury. No further information was provided.